Event description:
As reported by the user facility: reports product leaked when infusing a radioactive material. Customer uses 22ga needles instead of blunt cannula. Customer unhappy with new design. During a follow-up call to the facility, the reporter confirmed there was no injury of intervention needed to the patient or staff as a result of this incident. Reporter stated that he is aware this product is designed to be used with a blunt cannula, but prefers to use a needle when using radioactive materials. No sample will be returned for evaluation.

Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed. However, based on the information provided by the reporting facility, it was stated that the product was bing used with needles in place of the safeline cannula. Per the instructions for use (IFU), the safeline injection site is intended to be used with the b. Braun safeline system. The septum of the safeline injection site contains a pre-pierced slit and is designed to be used with a safeline cannula. The safeline cannula is to be inserted to the appropriate device through the center of the septum. This device is not intended to be used with a needle. Medication additions requiring a conventional needle should be used in emergency situations only. The DHR record for the reported lot number was reviewed and no nonconformances or abnormalities were noted during in-process or final product inspection. No adverse quality trends of this nature were identified during the complaint review process for the product catalog number identified in the reported event. If additional pertinent information becomes available, a follow-up report will be filed.